Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient is a surgical recipient of a depuy pinnacle metal-on-metal total hip replacement system. Corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's body. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that implant could not support their weight. Patient is part of a multi-plaintiff litigation. It is unclear which symptoms are specific to the patient and whether or not patient has been revised. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
The answers to the original decision tree and rationale documented on wpc 10405-2011. Reason for original complaint: litigation papers allege: patient is a surgical recipient of a depuy pinnacle metal-on-metal total hip replacement system. Corrosion and friction wear caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's body. Patient experienced severe pain, discomfort and inflammation in the area of the implant. Patient also experienced dislocation, disarticulation, and/or a slipping feeling in the hip joint and a sensation that implant could not support their weight. Patient is part of a multi-plaintiff litigation. It is unclear which symptoms are specific to the patient and whether or not patient has been revised. Update: 10/15/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Doi: (B)(6) 2005 - no revision (right hip). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.